Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber cap/tip was detached, and the fiber tip was burnt out at 67,0000 joules of use. The procedure was completed with another fiber. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure the fiber cap/tip was detached, and the fiber tip was burnt out at 67,0000 joules of use. The procedure was completed with another fiber. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber did not confirm the reported fiber break. However, analysis identified that the total internal reflection (tir) surface was misaligned with the output window and the glass cap was protruding more than usual, indicative of glue failure. The metal cap exhibited severe charred detritus adhesion on its surface, indicative of prolonged tissue contact. A review of the device history record confirmed that the fiber met manufacturing specification prior to release. The identified metal cap tissue adhesion is likely to have contributed to continuous elevated temperatures to the output window leading to the glue failure. According to the instructions for use (IFU), increasing the irrigation flow through a pressurized saline bag (set to 250 mmhg 300 mmhg) will further increase the liquid cooling effect and may reduce fiber tip damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.